Event description:
Healthcare professional reported "rupture", capsular "contracture", baker grade was not provided, "pain", "seroma", "slight swelling", "capsular biopsy with bia-alcl", "1.1% of cd30+ cells were identified". Alk biomarker was not provided. Bia-alcl has not been confirmed. Healthcare professional later reported "baker grade iii" for the capsular contracture. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Bia-alcl has not been confirmed. Cd30+ marker was provided, alk- marker was not provided. Both must be present for confirmation. Continued e.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and bia-alcl are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, seroma, bia-alcl.